Manufacturer narrative:
Abaxis sent a replacement analyzer to customer for customer satisfaction since the complaint was on a new analyzer less than a month old. However, a formal CAPA was initiated to further investigate into the root cause of the fan issue since an increase in customer in complaints was observed for failures related to fan issue. Since the CAPA initiation, the CAPA investigational team conducted extensive investigation into the issue, which included: an evaluation of the brown debris found in the bearings chambers of the fans by an independent lab. Weekly team meetings for extensive root cause analysis (fishbone diagram, 5 whys, root cause analysis worksheet). Engineering studies. Vendor root cause analysis. Review of field failure data, software code and fan logic. A third party engineering firm (function engineering) was also contracted to participate and support with root cause analysis. The investigations conducted to date concluded that the failure is occurring in the motor bearings and/or shaft of the fan assembly. The exact reason why the bearings and shaft are failing in the fan motors is continuing to be investigated by the vendor. Per the extensive CAPA investigation conducted, the following areas were identified as contributing factors to the fan issue: lack of supplier agreement with vendor for notification of changes to fan. Design change to the fan by vendor. Degradation of tooling used to mold/manufacture fan assembly. Lack of internal lubrication of bearings and/or quality of bearings. The CAPA investigation plan narrowed down the root cause for the issue to the following two: 1. Vendor design changes made to the fan component have contributed to the failure. 2. Materials used to construct the fan have changed over time and may be a contributor as well. Requirement to notify abaxis of any material or design changes made have not been established with the vendor through a supplier and/or a quality agreement due to the supplier classification. The CAPA also assessed the risk to patient and user from this issue as low. The analyzer does not generate results if the component failure occurs and no injuries have been reported so far by users from the burning/smoking smell observed due to the component failure. It is also noted that the analyzer contains a temperature sensor which will cause error code not allowing it to run if it exceeds temperature of 39c. The following 3 action items were identified as part of the CAPA plan and implementation is in progress. 1. Function engineering and the CAPA team are continuing to work with vendor to evaluate possible design changes that could contribute to premature failure of bearings in the fan assembly and to support vendor in confirming root cause. 2. Create a vendor quality agreement with vendor (sofasco). 3. Abaxis will evaluate the copper insert change recommended by vendor for feasibility based on the design of our equipment. Any changes recommended will be implemented through abaxis' change control process. Additional updates will be provided, if needed, after implementation of CAPA action items.

Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from customer lab receiving temperature error on their piccolo xpress analyzer serial number (B)(4). Analyzer was too hot with a smell of burning plastic. No fire or injury was reported. Investigation into the returned analyzer revealed a damaged fan motor. Abaxis is in the process of replacing the damaged fan and will return unit to customer upon completion of service. Additional investigation into the root cause of the issue is underway.

Event description:
Temperature error. Analyzer too hot.